Event description:
Country of complaint:(B)(6). Detachment of the needle.

Manufacturer narrative:
Reported device not marketed in the u.s.; however, similar device is. Manufacturing site evaluation: samples received: 6 unopened units (pow pack). Reviewed the batch manufacturing record, this product had a normal process and the results during the process. There are no previous complaints of this code/batch. There are no units in our stock. We have tested the needle attachment of the samples received and the results do not fulfil the requirements of the OEM. Final conclusion: the complaint is corresponding (justified). Corrective/preventive actions: OEM has opened a corrective action in order to avoid this kind of incidents in the future: (B)(4).